Manufacturer narrative:
A carefusion field service engineer (fse) was dispatched to evaluate the instrument. The fse did not find evidence of a malfunction and assigned the cause to use error; the limit setting was lower than the pressure adjust setting and the ventilator was controlling pressure with the limit diaphragm. The ventilator calibrations were verified within specification by the fse. The customer stated that the staff was likely using the limit control to adjust airway pressure while operating the ventilator. Any additional information received will be evaluated and included in a follow-up report if required. (B)(4)

Event description:
A customer reported to carefusion that a 3100 high frequency oscillating ventilator (hfov) was making a "humming" noise and when the noise occurred the delta p and map (mean airway pressure) pressures dropped; the problem was described as intermittent. The issue occurred while it was in use on a patient. The patient was removed from the unit and placed on another oscillating ventilator. There was no report of harm to the patient, associated with the event, reported to carefusion.